Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. During inspection it was found that the air detector is dented and the downstream occlusion(dso) seal is lifting. The air detector and dso seal was replaced.

Event description:
It was reported that the device was a cassette error. There was no reported patient involvement.